Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the set was dripping blood on the patient. The customer reported this was a matter of not securing all of the connections out of the package prior to using the tubing. There was no report of patient harm.